Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened, and the battery was removed and forwarded for detailed testing. Testing of the hybrid circuitry and battery found no failure likely to cause safety mode. Despite analysis, the root cause of the clinical observations could not be confirmed. This report captures the explant of this device and impact on the patient.